Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) blood may have possibly entered the machine.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on the patient , the cs300 intra-aortic balloon pump (iabp) blood may have possibly entered the machine. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was blood found in the unit, and the fse replaced the safety disk, crm, purge valve assembly, and tubing assembly. The fse inspected and repaired the unit. The fse states the results of the inspection based on the inspection record sheet were good.

Event description:
N/a.